Manufacturer narrative:
A partial lead was returned in two segments for analysis. All damages found are consistent with that occurring at the time of explant. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow up visit noise was observed on the rv lead. Lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.